Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.